Manufacturer narrative:
Additional information: the cutter became stuck and could not be retracted, however the physician did not notice the issue until trying to pull the device into the sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a non-medtronic 6fr sheath and 0.014 guidewire during treatment of a 10cm plaque cto (chronic total occlusion-100%) in the patient¿s proximal, mid and distal left anterior tibial artery of reported diameter 3.5mm. Slight vessel tortuosity and moderate calcification are reported. IFU was followed. Vessel pre-dilation was performed. Embolic protection was not used. It is reported the cutter became stuck on the device and could not be retracted. Contralateral access was gained, and a snare was used to pull back and cut the tip of the hawkone device. The procedure was reported to be a success. The physician has no concerns for the patient. Angiography was normal post procedure. No further injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: regulatory report ref # 9612164-2020-02441 is duplicate to this event (medwatch). Physician was performing a peripheral atherectomy. After 6 passes physician felt resistance when trying to remove device. Another physician was brought in for assistance to snare device and found the blade (cutter) was detached from device and stuck in the sheath. Retrieval was successful and no other complications. No further patient injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no vessel damage occurred and no device fragments were left inside the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer provided cine images and photos from the procedure. The provided photos shows two cine images side by side of a vessel. The cine images provided could not identify a hawkone device within the vessel. A specific differences to the vascular structure could not be identified between the two cine images; although improved blood flow was identified in the second cine image. The third photo on this attachment showed a white longitudinal curved material. It is possible the material was plaque extracted from the vessel. The second photo shows the distal assembly fractured/detached at the proximal are of the coiled housing. Blood was noted at the proximal end of the fractured hosing. An indentation was observed at the proximal end of the housing. It was identified the guidewire lumen was flapped from the proximal end in the distal direction. The third photo shows the introduction sheath and the distal end was buckled. The fourth photo shows the sheath being held by a user. No evidence of damage was clearly identified from the photo. If information is provided in the future, a supplemental report will be issued.